Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused to coil to detach.

Event description:
It was reported that the coil prematurely detached and could not be retrieved. No complications were reported with the patient.